Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she experienced high blood glucose of 400 mg/dl; treated with the insulin pump. Customer requested assistance with turning the high glucose alert off. Customer was advised that she could set the alert silence to stop the high alert alarm but will still get the alarms on the screen. Nothing further reported.